Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at the end of the valve being released from the delivery catheter system (dcs), the valve dislodged. According to the physician, the valve didn¿t open due to excessive calcification, which caused the dislodgement. A different valve was also implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remains in the patient. Images were provided to medtronic for review. There were two valve load checks confirming good loads for this event. The imaging provided confirmed there was severe constrained deployment seen at 80% deployed. The first valve system was deployed to 100% and was severely constrained. The angiogram confirmed severe paravalvular leak (pvl) and a dislodged location above the annulus. A second system was implanted inside the first implant and was severely constrained at the inflow. The second valve system was deployed to 100% and a post -implant balloon aortic valvuloplasty (bav) was performed resolving the constrained deployment. The final angiogram confirmed a good position. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, it was reported that according to the physician, the valve didn¿t open due to excessive calcification, which caused the dislodgement. The reported information that ¿the valve didn¿t open due to excessive calcification¿ was not able to be confirmed. In addition, pvl was also noted per the image review. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the available information we are unable to conclusively determine the cause for this report. The device history record (DHR) and associated frame lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. H6-updated eval method, eval result and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.